Event description:
The lead was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was seen in the hospital after hearing an alert. The superior vena cava (svc) coil was found to have rising and high impedance. The physician suspects a lead fracture. The svc coil was turned off and the patient will be monitored. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the partial lead was returned in segments and analyzed. The svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance subthreshold lead impedance on 2013 (B)(4). The daily high volt lead trend data shows a spike increase for superior vena cava (svc) defibrillation equal to 55 to 206 to 53 ohms between 2013 (B)(4) and 2013 (B)(4).